Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient room number was not updating. A technical support specialist (tss) dialed into device and server with permission, there found the patient shows on device by global find for dispensing meds, also found patient active directory (adt) admission shows room 318 in server. Then found orders were current on admission it was just patient info not updating. So, the tss suggested to reach interface/admission to resend message to update patient room. After that the admissions fixed the issue, and customer confirmed it resolved. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was moved to a new room but pyxis not was updating room in es server. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.